Event description:
It was reported that the device was used during an unk bowel procedure. After firing the device the surgeon checked the anastomosis for leakage using a sigmoid scope. The surgeon identified a leakage and hand sutured to control the bleeding. On first post operative day the pt developed symptoms of leakage and was taken back to surgery. The surgeon noted that the staple line was leaking again. The surgeon had sutured the anastomosis. Pt recovered without further incidence.